Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: hematoma: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 64 yr old male was implanted with a impella cp for percutaneous coronary intervention to support cardiogenic shock. A hematoma was reported with radiofrequency ablation, manual pressure and fem-stop. Peel away sheath wasn¿t peel away inside the body.